Manufacturer narrative:
H3: visually, there was a yellowish, semi-opaque residue on the outside diameter of the cuff balloon upon return. Under magnification, there were small voids and markings/scratches in the trace pads and voids in the ink traces (underneath the adhesive). For further analysis, each electrode wire had to be stripped to perform continuity testing. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 21 ohms (blue), 9.7 ohms (blue with white stripe), 23 ohms (red), and 10 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device could not be tested due to the damaged condition upon return and the inability to connect the device to a nim system. In the returned condition, there was an out of specification condition that was related to the complaint(due to physical damage). Previous codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when using the nim d.7 probe for a total thyroidectomy, the electrode did not work and did not fulfill its role. Hcp chose another similar device of the larger size d.7.5 which worked. There was no patient impact in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.